Manufacturer narrative:
The manufacturer received information alleging a patient with a dreamstation auto CPAP continuously getting sick from the device and patient harm. The reported event makes no allegation of any device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death.

Event description:
This notification is being reviewed due to an allegation from the user of a dreamstation auto CPAP device. The users alleged they are continuously getting sick from the device. At first the patient believed to have a cold however the symptoms lingered. The patent has stated they stopped using the device for a couple of days of which symptoms went away. The patient stated that the device is cleaned well, twice in one week, however the symptoms came back. The patient alleges nasal issues, congestion, face hurts, allergies. The patient stopped using the device to seek medical attention of which the doctor informed the patent they are fine. The patient began to us the device again which the patient claims the symptoms came back. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.